Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Rv channel has noise that has resulted in the patient receiving inappropriate shocks. Lead statistics are in range. Rep can not reproduce noise in clinic. Lead extraction has been planned.